Event description:
Pt had no complaints before dialysis bp 168/124 t96.0 p100 2.9kg weight gain. Dialysis was initiated at 350 bfr 800drf venous pressure 140 ufr 0.9 bp 170/120. Pt complained of nausea and began to vomit. Bfr decreased to 150 and 500cc. Nss was given. Pt began to complain of throat swelling and tongue swelling with swelling apparent around cheek and lip area. The physician was notified. Blood was returned. 50 mg benadryl IV was given. The pt was sent to the hosp for further evaluation. She was dialyzed at the hosp. Further evaluation of teh event noted that the pt wsa on vasotec and the dose had been increased on 11/28/96 to 20mg b/d. The md felt this may have contributed to the pt's symptoms. The pt returned for dialysis on 12/18/96.